Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year. The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the lancet protruded beyond the end cap of the device and the customer inflicted a scratch. No third-party attention or treatment were reported.

Manufacturer narrative:
In chapter d, the procode was updated and the lot number information was added. In chapter g, the manufacturer information was updated. In chapter h, the manufacturing year was updated.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.